Event description:
The patient reportedly developed a wound near the incision site. Even though no infection was observed, antibiotic treatment (300 mg of clindamycin) was prescribed orally. Revision surgery is under consideration. The patient continues to be monitored.